Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 2000 mcg/ml of baclofen at 725.4 mcg/day mcg/day in flex infusion mode. Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving 2000 mcg of gablofen at approximately 700 mcg via an implantable pump intractable spasticity and cerebral palsy. On (B)(6) 2018, it was reported that the patient's pump had experienced a motor stall. It was confirmed that the patient had not recently had an MRI. The pump logs were read and confirmed a motor stall. It was unknown what actions/interventions would be taken to resolve the issue, though it was reported that a surgical intervention was planned. It was unknown what, if any, environmental/external/patient factors might have led or contributed to the issue. No symptoms were reported. The patient's status was listed as "alive-no injury". The issue was not considered resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2018-jan-18. Updated to reflect the explant date of (B)(6) 2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) on 2018-jan-18. It was reported that the patient's pump was replaced on (B)(6) 2018 and the pump would be returned for analysis. It was noted that the patient complained of increased spasticity on the night of (B)(6) 2018-, but otherwise seemed "ok". The patient's dosage remained the same after the pump replacement, plus a 50 mcg bolus after the prime. No further complications were reported.